Event description:
It was reported that the patient was seen in the morning for a cystoscopy. Later in the day, the patient was admitted to the hospital with a suspected heart attack. The report indicated that the neurostimulator needed to be turned off because it was "triggering other stuff", but the patient programmer was not present. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the issue of the device "triggering other stuff" was inaccurate. The device was turned off, and all the "necessary tests" were performed.

Manufacturer narrative:
(B)(4).